Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not cycling and presented fluid leakage. The pump component was explanted and replaced. No patient complications were reported.